Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 489 mg/dl and a corrective bolus was delivered to address the bg level. The customer was not sure what caused the high bg. A pump system check was performed and no device issues were found. Reportedly the customer had used novolog in the cartridge for more than 3 days. The customer was to change out the pump supplies and declined further follow-up.